Event description:
The end user, while rolling down a hallway in his home, ran into the wall and claims that he fractured his foot. This incident was reported through a legal claim and there was no additional information received from the complainant and no analysis of the user's product. The alleged fracture was not confirmed through medical diagnosis or treatment. The mechanism of injury cannot be confirmed. No malfunction of the chair can be confirmed as this is a manual wheelchair and is fully under the control of the user. It is unknown whether there are obstacles in the end user's home. No malfunction or injury can be confirmed by objective means. Review of similar product builds does not define any previously unknown functional issues with this model that might lead to this type of injury. As mentioned previously, this is a manual wheelchair and is 100% under the control of the user. The end user's pre-existing condition(s) are unknown; however, the end user is a wheelchair user (reasons unknown). If additional information is received in the future, a follow-up report will be followed; otherwise, sunrise considers this matter closed and this report is being filed out of an abundance of caution.